Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017 explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver compounded baclofen (concentration and dose unknown), indicated for intractable spasticity. It was reported that the patient¿s pump was explanted on (B)(6) 2017, due to an infection (organism). The pump was not replaced. The patient was not involved with a clinical study. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated on the paperwork returned with the device that no patient injury occurred, and the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Initial interrogation of the pump determined it was used to infuse baclofen [500.0 mcg/ml] at 3.12 mcg/day (minimum rate). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. If information is provided in the future, a supplemental report will be issued.